Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device had flow and filling issues, circulation pump has failed and the device was due for the 2000 hour preventive maintenance, system hours were 8400. Per sample evaluation results on 28feb2024, it was reported that the replacement of the tank seals due to lifted from the tank. Circulation pump motor sn (B)(6) was replaced with sn (B)(6) due to siezed bearings.

Event description:
It was reported that arctic sun device had flow and filling issues, circulation pump has failed and the device was due for the 2000 hour preventive maintenance, system hours were 8400.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.